Event description:
It was reported that during the preparation, a hole was noticed closer to the hub of the subject catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter shaft was seen to be broken/fractured. The catheter shaft was seen to be kinked/bent. Functional inspection was not carried out due to the damage noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported catheter shaft has hole/perforation could not be confirmed during the analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. During the analysis the catheter shaft was seen to be broken/fractured and kinked/bent. An assignable cause of procedural factors will be assigned to as analyzed code, catheter shaft broken/fractured during use and catheter shaft kinked/bent, as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of 'not confirmed' was assigned to the as reported defect 'catheter shaft has hole/perforation' as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the preparation, a hole was noticed closer to the hub of the subject catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.